Event description:
The customer reported that the system displayed a fast stop error independently. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator driver printed circuit board was replaced and the generator was calibrated. The system was tested and found to be working as intended and put back into service.